Event description:
It was reported that after implant, upon interrogation, poor sensing was noted on the right ventricular lead. A chest x-ray revealed that there was no slack on the lead. The patient was brought back to surgery to add slack and the numbers were good. The next day there was no capture and an x-ray revealed the whole lead was in the right atrium. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay and the outer tubing overlay was breached cut. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. Visual analysis noted apparent explant damage.